Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes, and elevated sensing integrity counter (sic). As well, the patient was swimming in the pool, which showed electromagnetic interference and noise on the interrogation. The lead also had high thresholds. The alert was cleared and the lead is still in use. No patient complications have been reported as a result of this event.